Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insufflator had a pinch valve failure due to a deteriorated pinch valve. The issue occurred during an unspecified procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (5) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it was presumed that it was a malfunction caused by deterioration of the pinch valve. Olympus will continue to monitor field performance for this device.